Event description:
During a follow up call to the peritoneal dialysis (pd) nurse on (B)(6) 2012 regarding the reported incident of a hospital visit. The nurse reported the patient disconnected the patient line from the transfer set while therapy was in session. The patient is (B)(6). Per the nurse, the patient was not hospitalized but went to the emergency room and was sent home on prophylactic antibiotic therapy due to the use error. There was patient involvement.

Manufacturer narrative:
Complaint no: (B)(4). This complaint for use error - failed to follow therapy steps is confirmed because it was reported in the event description that the user disconnected without pausing therapy. The assignable cause code was undetermined because even though there was an identified use error, there was not enough information to determine an assignable cause code. The number is unknown, therefore, a batch review will be performed. A labeling review found the labeling to be adequate for the use/user error identified in this incident.